Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received defective reservoirs. The customer only had this problem with one reservoir lot. Blood glucose level was not reported. The product is not being returned. Nothing further to report.